Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported poor aspiration during phacoemulsification mode of a cataract surgery. There was no report of any patient harm.

Manufacturer narrative:
The company representative provided phone support to the customer. The company representative guided the customer through the next surgery and the issue did not occur again. The system functioned as intended. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).